Event description:
It was reported that the patient with this pacemaker recorded more than two second pauses with asystole. The device recorded normal r waves, a good sensitivity and normal threshold numbers. The device output is set to auto. A local representative was paged for potential reprogramming and troubleshooting. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker recorded more than two second pauses with asystole. The device recorded normal r waves, a good sensitivity and normal threshold numbers. The device output is set to auto. A local representative was paged for potential reprogramming and troubleshooting. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes, h6 field. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker recorded more than two second pauses with asystole. The device recorded normal r waves, a good sensitivity and normal threshold numbers. The device output is set to auto. A local representative was paged for potential reprogramming and troubleshooting. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.